Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('essure was embedded in uterus and perforatedthrough one side of uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included atropine sulfate;diphenoxylate hydrochloride;neomycin sulfate (lomotil & neomycin), budesonide (entocort), colestipol, dextromethorphan hydrobromide;promethazine hydrochloride (phenergan dm), gabapentin (neurontin) and metoprolol tartrate (lopressor). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain") and colitis microscopic ("microscopic colitis"). The patient was treated with surgery (hysterctomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain and colitis microscopic outcome was unknown. The reporter considered colitis microscopic, pelvic pain and uterine perforation to be related to essure. The reporter commented: hospitalization was mentioned but not assigned to one of the event. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('essure was embedded in uterus and perforated through one side of uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included atropine sulfate;diphenoxylate hydrochloride;neomycin sulfate (lomotil & neomycin), budesonide (entocort), colestipol, dextromethorphan hydrobromide;promethazine hydrochloride (phenergan dm), gabapentin (neurontin) and metoprolol tartrate (lopressor). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain") and colitis microscopic ("microscopic colitis"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain and colitis microscopic outcome was unknown. The reporter considered colitis microscopic, pelvic pain and uterine perforation to be related to essure. The reporter commented: hospitalization was mentioned but not assigned to one of the event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.